Manufacturer narrative:
Amendment: this event is no longer reportable. Please disregard report 2124215-2025-17949.

Event description:
It was reported that this integrated programmer displayed an error code message which was happened several times after restarting. Boston scientific technical services (ts) stated that the cause was a hardware issue involving the electrocardiogram (ECG) board. Ts discussed programmer must be returned for repair. This programmer remains in service. No patient involvement reported. Additional information indicated that the programmer exhibited an error code stating that the pacing system analyzer (psa) encountered an unrecoverable error and pacing output may not be available. Rebooting was performed; however it was not successful. Later after an hour, this prm had normal function to include accessing the psa.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. Detailed analysis determined the error codes seen in the field were the result of a software issue. It was determined the code indicated the software update was not downloaded and installed by the programmer properly. The software was reloaded to correct this issue. Similar product behavior has been seen previously, and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error.

Event description:
It was reported that this integrated programmer displayed an error code message which was happened several times after restarting. Boston scientific technical services (ts) stated that the cause was a hardware issue involving the electrocardiogram (ECG) board. Ts discussed programmer must be returned for repair. This programmer remains in service. No patient involvement reported. Additional information indicated that the programmer exhibited an error code stating that the pacing system analyzer (psa) encountered an unrecoverable error and pacing output may not be available. Rebooting was performed; however it was not successful. Later after an hour, this prm had normal function to include accessing the psa.